Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there were air bubbles in the patient line and infusion set tubing. Reportedly, the customer believes the air is coming from the pump as it was a replacement pump. The customer's blood glucose level was 338 mg/dl and it was addressed with a bolus. The customer was able to change the cartridge and tandem's technical support explained the proper technique to fill a cartridge with insulin.